Event description:
It was reported by a customer on (B)(6) 2011 the fiber broke outside of the pt at 63,000 joules. Per the customer, the fiber cap detached and there was a kink in the fiber. The procedure was finished with turp. No pt injury was reported.